Manufacturer narrative:
Continuation of medical devices: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. Product ID 3888-33, lot# v096187, implanted: (B)(6) 2008, product type lead. Product ID 3888-33, lot# v020235,implanted: (B)(6) 2008, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a man ufacturer¿s representative (rep). The rep reported that there were high impedances on electrodes 1 and 15. The rep reported that the patient fell ¿a few weeks ago¿ but these electrodes were not in use. The rep reported that they checked impedances and these electrodes were not used so no changes were made to programming. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative indicated that the cause of the high impedances was not determined. No further complications were reported